Event description:
Atrial lead impedance greater tharj 2500 ohms. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)